Event description:
As of 08-mar-2007, the following information has been reported by the physician: in 1999, the patient was implanted with good results, with two hemashield gold 8mm vascular grafts. One graft was implanted as a left subarticular femoro-popliteal (bsc), the second graft as a left-right femoro - femoral cross bypass (bsc). Recently (exact date not reported to bsc), the patient left thigh showed swelling. Doppler and scans showed small aneurysms of the femoro-femoral graft. Also found was a tight ostial stenosis of the left deep femoral artery and a dilatation of the superficial femoral anastomosis. Two bulky sacciform aneurysm were found located at the first superior third of the left femoro-popliteal gradft. In 2007, rather than replace these two grafts, the physician elected to treat the patient endovascularly by placement of two wallgraft stents of 8x34mm and 8x51mm, respectively. Prosthetic ruptures were observed at the time of this surgical repair procedure. The devices remain in the patient. The patient's post-operative condition was reported as ok. The above is all the information attainable at this time. As of 21-mar-2007 we have learned the following: the graft is a vantage vascular graft. The catalog number is 375808, and the batch number is 1505672. The graft had been cut in two and both parts were implanted in the same patient during one procedure. One section of the graft was used for a left subarticular bypass, and the other section was used for a left right femoro-femoral cross bypass. The stents were withdrawn and the puncture site sutured. Note: complaint has been cancelled in our complaint system due to it having been a duplication and reported to bsc in error.

Manufacturer narrative:
Complaint is presently being investigated. Note: all vantage vascular grafts have been recalled from the worldwide market. The recall notification date to user facilities was 28-jun-2005.